Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The following parts were replaced: flow sensors, consolidated ventilator interface board, anesthesia control board, ventilator module, central processing unit, display and exhalation check valve.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped, and a high pressure condition was noted. There was no reported patient injury.